Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching. The battery((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log files covering the event date were not available for analysis. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The reported event could not be confirmed; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery triggered power switching. The battery was exchanged. No patient complications have been reported as a result of this event.